Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. The reported difficulty of an iipv event was confirmed through an event history log review. The cause was false empty detect and use error, inappropriate bypass of the low drain volume alarm, not including initial drain. The labeling warns the patient that bypassing a low drain volume alarm can leave fluid in the peritoneal cavity and result in an increased intraperitoneal volume (iipv) situation. If any additional information is received, a follow-up will be sent.

Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified. During night drain cycle four, the patient's ultrafiltration reading was 2067ml, indicating the home patient (hp) drained 2067ml more than their maximum programmed fill volume of 2500ml. This information meets iipv criteria. No additional information is available.